Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The device history records and sterilization batch records were reviewed and there were no non-conformances identified that would have contributed to this complaint. If additional information is obtained, a supplemental MDR will be filed accordingly. The following sections were updated: b4: date of this report added. G3: date received by manufacturer added. G6: type of report added. H2: follow-up type added. H3: device evaluated by manufacturer updated to no. H6: type of investigation code updated to 3331: analysis of production records. H6: type of investigation code updated to 4110: trend analysis . H6: type of investigation code updated to 4109: historical data analysis. H6: investigation findings code updated to 3221: no findings available. H6: investigation conclusions code updated to 4315: cause not established. H10: additional narratives data.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur axial pin, tibial poly spacer, distal femur, and tibial hinge component. The following eleos implants remain implanted from the patient's original surgery: stem extension, male-female midsection, tibial baseplate, and segmental stem. No additional information regarding this adverse event has been reported.

Event description:
It was reported that the patient developed an alleged infection. The patient underwent a revision surgery on (B)(6) 2023 where the following eleos implants were revised: distal femur axial pin, tibial poly spacer, distal femur, and tibial hinge component. The following eleos implants remain implanted from the patient's original surgery: stem extension, male-female midsection, tibial baseplate, and segmental stem. No additional information regarding this adverse event has been reported.

Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2023-00105, #3013450937-2023-00106, #3013450937-2023-00107, #3013450937-2023-00108, #3013450937-2023-00109, #3013450937-2023-00111, #3013450937-2023-00112.